Event description:
It was reported that the image from the rigid video laparoscope was completely black, with no video image. The issue was found during inspection for use for an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: failure of the universal cable. The light was insufficient. A root cause could not be identified. Based on the results of the investigation, it is likely that a component failure of the universal cable caused the customer¿s allegation and the insufficient light issue observed during the device evaluation. The cause of the universal cable failure could not be established. Date of event is unknown. Additional information will be provided if available. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.